Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0605640. Implantable port allegedly experienced suction issue, fracture and fluid leak. This report was received from a single source. This malfunction did involve patient with no patient consequences. Age, weight, and gender were not provided for the patient.

Manufacturer narrative:
H.10: for the reported event, lot number was provided, and lot history review was performed. The sample was returned for evaluation. Leak, fracture and suction problem were confirmed for the device. A root cause has not been determined. The device was labeled for single use. H10: g1, g4. H11: h6(device code), h6 (results, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
For the reported event, lot number was provided, and lot history review. The sample was returned for evaluation. Leak was identified for the device. A root cause has not been determined. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0605640. Implantable port allegedly experience suction issue. This report was received from a single source. This malfunction did involve patient with no patient consequences. Age, weight, and gender were not provided for the patient.